Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the rv defibrillation coil developed a fracture due to flexing while in vivo.

Event description:
It was further reported that the rv was inactivated, remains in the patient and a different lead was implanted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) lead defibrillation coil was beyond the expected upper range. Analyst commented, rv defibrillation impedance steady at approximately 64 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and was planned for explant and replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.